Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective interconnect cable was causing the malfunction. The interconnect cable was replaced. The system was extensively tested, and operates as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed a communication failure.